Event description:
Information was received indicating that at the end of therapy this of smiths medical cadd cassette reservoirs, leaking was noticed. No patient consequences were reported. No adverse effects were reported.